Manufacturer narrative:
The account found the left cam pivot was broken. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Info received indicates the brake caster on the left side of the bed is not engaging into brake, regardless of what pedal is pressed.